Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s son that the patient was hospitalized for pneumonia and underwent fluid therapy. It was noted by the electrocardiograph monitor that there was an occasional stop during the patient¿s rhythm overnight. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.